Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include deformation problem. The most probable cause of this complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image, and the plastic distal end cover was chipped. There was no patient involvement.